Event description:
It was reported that during a da vinci-assisted hernia surgical procedure, caller noticed a non-common behavior of the system. The caller stated that when he was inserting the camera inside the body, it was like all the instruments were moving and rotating but the view was still the same in the console. Technical support engineer (tse) reviewed logs and found nothing relevant. The surgeon said that they had previously redo the setup. The caller was trying hardly to describe the behavior and then gave the phone to a nurse to continue the surgery. Tse wanted to check the navigator view. The line was cut after a couple of minutes without more information from caller. Additional troubleshooting needed to rule out a possible user induced error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system moved on its own while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The arm moved (not in the direction the surgeon had intended) whilst the surgeon was inserting the camera. The issue was persistent. A call was made to support and assistance was sought from another surgeon. The problem was that the camera arm was positioned ¿too upright/vertically¿. The hernia operation procedure was completed.

Manufacturer narrative:
The reported event was addressed with phone support. The arm was found to be in a vertical pitch limit, and this is a user-related issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.